Event description:
A patient reported that they were getting a redo check message on the meter. Pt was unable to test. The issue was not resolved. There was no comparison. No adverse event reported. No treatment. No further information has been reported.